Event description:
The customer reported that when he tried to insert the sensor with the serter, the needle was stuck in the serter. The customer stated that he immediately received a lost sensor alert. The customer reported that he removed the broken sensor from the serter and noticed that the sensor cannula was not there. Blood glucose level at the time of the incident was not provided. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor unable to confirm insertion anomaly due to the customer only returned the insertion needle. The complaint is against the insertion device.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.